Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was unknown mg/dl. The customer doesn't know the dates and refuses to guess at them. The customer stated that the emergency medical service came and he was not admitted to hospital. The customer stated that he had insulin stacking. The customer stated that he was fine and was not hospitalized and just doesn't remember anything about those times.